Event description:
The facility reported a pump where stop button is not working. The condition occurred during patient therapy but the therapy was not stopped at that time in the pcu. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of "stop button is not working". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.